Event description:
Ep study with ablation for atria tachycardia near svc or possibly near right superior pulmonary vein. Rhythm continued post-procedure. Transeptal puncture was attempted and mapped in the left atrium. Shortly after the transeptal puncture was performed with the ablation catheter initiated, patient developed pericardial effusion. Patient required emergency pericardiocentesis with 1500 ml of blood removed from the pericardial space. After transfusions were completed, a pericardial drain catheter was placed. Patient was admitted to the micu. He stabilized and did not require surgical intervention. The physician perceives that the tip of the ice catheter is too rigid to perform properly. He feels the device caused the perforation to occur.